Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple supply changes were performed to address the occlusions. Customer's blood glucose level was 235 mg/dl. Additionally, it was reported that a cartridge leaked. Customer declined providing additional information regarding the cartridge leaking issue and declined to troubleshoot the occlusion alarm to determine a possible cause of the occlusion.